Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of this lvad. The pump was returned with the driveline cut approximately 6.5¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a large, denatured thrombus ring adhered to the inlet bearing cup and ball. The inlet bearing ball became unseated from its bore of the rotor during the disassembly process, due to the adhered thrombus formation. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the depositions did not form in the outlet stator. Although their origins and duration of time for which the depositions were present in the pump cannot be conclusively determined, the lack of denaturation along with the lack of circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have contributed to the reported elevated ldh. The thrombus formations could have also added resistance to the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formations. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an elevation in power, increased lactate dehydrogenase (ldh), and amber color urine. Patient was admitted and started on heparin. Patient on acetylsalicylic acid (asa) 81mg. International normalized ratio (inr) goal 2-3. Patient stated that he had been therapeutic. During the analysis of the log file, there was a increase of power and flow with a decrease in the average pulsatility index (pi). There were no other unusual events seen within the log file. Patient in hospital concerned with thrombosis with elevated ldh 1000 and dark amber urine. Patient was on heparin drops (gtt) and brilinta. Patient being worked up for transplant. The log file analysis showed mainly pi events for about 5 days. The data that was reviewed did not contain attributes that would lead to suspect the presence of thrombus; however that does not mean that thrombus not present in the circulatory loop.

Event description:
On (B)(6) 2019, he was inpatient with elevated lactate dehydrogenase (ldh) 500u/l on IV cangrelor, but he had been as high as 1400 u/l . His urine output had been dark amber but lighter color now. At the time, his vital signs were stable. No unusual events were noted in the log file. On (B)(6) 2019, an increase in his power and ldh. He was inpatient with elevated ldh 700 u/l on IV cangrelor, but he had been as high as 1400 u/l. His urine output had been dark amber but lighter color now. At the time, his vital signs were stable. The latest data showed power/flow trending upward. Pi appeared to be operating over the same range throughout the log file with no remarkable changes in pi event occurrence. The event history was unremarkable. On (B)(6) 2019, he was inpatient with elevated ldh 600 u/l on IV cangrelor and bivalirudin, but he had been as high as 1400 u/l. His urine output had been dark amber but lighter color now. At the time, his vital signs were stable. During the analysis of the log file, observed the patients power and flows increased over time while there had been a slight decrease in the average pi.

Event description:
It was reported that the patient was inpatient with elevated ldh 900 on IV cangrelor, but he had been as high as 1400. His urine output had been dark amber but lighter color now. The log file contained some spikes in flow and power however the overall trend for power and flow had been flat to slightly decreased while the pi trend is increasing. There were no notable alarms or unusual events seen within the log file. The mcs equipment appears to be working as intended. On (B)(6) 2019, patient was inpatient with elevated ldh 500 on IV cangrelor but he had been as high as 1400. His urine output had been dark amber but lighter color now. His vital signs were stable. During the analysis of the log file, there were flows above the normal parameters. Power cable disconnects occurred while on batteries. There were no other unusual events seen within the log file on (B)(6) 2019, inpatient with elevated ldh 400 on IV cangrelor, but he had been as high as 1400. His urine output had been dark amber but lighter color now. At the present time, his vital signs were stable. There were no unusual events noted in the log file. Overall, pump power and pi were stable throughout the log.

Manufacturer narrative:
Section h3: the device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information was received on 19dec2019. It was reported that the patient underwent heart transplant expedited due to elevated ldh and hematuria. The pump was returned for evaluation.

Manufacturer narrative:
Date of report: additional info.

Event description:
On (B)(6) 2019, he was inpatient with elevated ldh 500 on IV cangrelor and bivlairudin but he had been as high as 1400. His urine output had been dark amber but lighter color now. At the present time, his vital signs were stable. During the analysis of the log file, there were elevated powers and flows above the normal parameters with a drop in the average pi. There were no other unusual events seen within the log file. On (B)(6) 2019, he was inpatient with elevated ldh currently at 462 on IV cangrelor and bivalirudin but he had been as high as 1400. His urine output had been dark amber but lighter color now. At the present time his vital signs were stable. The log file captured routine events, there were no notable alarm conditions or parameter changes.